Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue of nick on the cord was confirmed. There was a cut on the cable. However, the issue of " no image" was not confirmed. During the inspection, it was also noted the coupler base plate was bent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during preparation for use for a therapeutic procedure, a nick was found in the cord of the high-definition autoclavable camera head. No image appeared. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.